Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, elevated capture threshold was observed on the left ventricular (lv) lead and lv lead dislodgement was confirmed. No intervention has been performed and the patient was stable.